Event description:
It was reported that the tilt actuator on a powered wheelchair was not functioning and the user had swollen legs. There was no report of medical intervention. Should additional relevant information become available, a supplemental report will be submitted.